Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
Zoll laboratory services contacted zoll to report that a patient developed a blister under the ucor hfams patch. Patient described the area as red, itching, and burning with broken skin. There was no alleged device malfunction contributing to the blister. There is no indication that the patient received medical intervention. Outcome of the irritation is unknown.